Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic fragment is present adjacent to the proximal end (closer to the uterus) of the device on the right.') And genital haemorrhage ('gen. Abnormal bleed/ abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiple cesarean sections, miscarriage, vaginal bleeding, menstrual disorder, spotting vaginal, amniotic fluid leakage, arthroscopy, anterior cruciate ligament reconstruction, rhinoplasty, augmentation mammoplasty, hand operation, knee pain and joint pain. Concurrent conditions included oligomenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), paracetamol (tylenol) and phentermine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding "), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen and surgery (novasure endometrial ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013. (Previously reported) and (B)(6) 2013. 3 visible rings on the right and 5 visible rings on the left. Discrepancy noted in essure implant : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: -successful bilateral tubal occlusion due to essure devices. A small metallic fragment is present adjacent to the proximal end (closer to theuterus) of the device on the right.; in (B)(6) 2017: total bilateral occlusion. Lot number:a57111 manufacture date:2012-09 expiration date: 2015-09. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic fragment is present adjacent to the proximal end (closer to the uterus) of the device on the right.') In a 33-year-old female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multiple cesarean sections, miscarriage, vaginal bleeding, menstrual disorder, spotting vaginal, amniotic fluid leakage, arthroscopy, anterior cruciate ligament reconstruction, rhinoplasty, augmentation mammoplasty and hand operation. Concurrent conditions included oligomenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), paracetamol (tylenol) and phentermine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced genital haemorrhage ("gen. Abnormal bleed/ abnormal bleeding (general)"), dysmenorrhoea ("chronic dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding "), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 (previously reported) and (B)(6) 2013. 3 visible rings on the right and 5 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: -successful bilateral tubal occlusion due to essure devices. -a small metallic fragment is present adjacent to the proximal end (closer to theuterus) of the device on the right.; in (B)(6) 2017: total bilateral occlusion. Lot number:a57111 manufacture date:2012-09 expiration date: 2015-09. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic fragment is present adjacent to the proximal end (closer to the uterus) of the device on the right.') In a (B)(4) female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multiple cesarean sections, miscarriage, vaginal bleeding, menstrual disorder, spotting vaginal, amniotic fluid leakage, arthroscopy, anterior cruciate ligament reconstruction, rhinoplasty, augmentation mammoplasty and hand operation. Concurrent conditions included oligomenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), paracetamol (tylenol) and phentermine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced genital haemorrhage ("gen. Abnormal bleed/ abnormal bleeding (general)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding "), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 (previously reported) and (B)(6) 2013. 3 visible rings on the right and 5 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-oct-2017: -successful bilateral tubal occlusion due to essure devices. -a small metallic fragment is present adjacent to the proximal end (closer to theuterus) of the device on the right.; in (B)(6) 2017: total bilateral occlusion. Lot number:a57111 manufacture date:2012-09 expiration date: 2015-09. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received: case category upgraded to serious incident. Event: 'a small metallic fragment is present adjacent to the proximal end' , medical history, lab data, patient aka name, reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.